Event description:
A manufacturer representative (rep) reported incisional wound opening, swollen lymph nodes in the armpit, the rep reported this happened about a month prior to the report. The rep stated the infection was not confirmed. The rep stated the in june there was a small area around incision which opened, but closed again. The rep noted that 3 days prior to the call the incision opened again. On the day of the called patient had a total system removed. The rep wondered if the infection was caused by an allergy. It was noted the patient's sensitivity to some materials, specifically nickel. The patient is implanted for gastrointestinal/pelvic floor.